Event description:
The user facility reported a 79-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump suddenly stopped on the fourth day from the start of support. The pump was being weaned at the time and the pump was not exchanged. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The medical center did not return the impella device so no benchtop analysis was possible. Based on clinical description and data review, the subject was ingested into the pump could be biomaterial. However, without product return, the root cause of the pump stop was unable to be determined.